Event description:
It was reported by the rep the device was used in a video laparoscopy. The surgery went fine. The pt came to the ER that night with a hematoma around the site where the 355ld was placed. Rep will call back after meeting with dr today. 04/22/1998 the rep was told by the dr the pt was red from hip to hip.